Event description:
Related manufacturer report number: 1627487-2022-03608. It was reported that patient's ipgs were inoperable. Surgical intervention was undertaken and the ipgs were both explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.